Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be flipped. According to the report, there was swelling from the implant procedure around the pocket that was created for the device. It was stated that due to the swelling and patient skin, the device flipped. Reportedly, the surgeon was able to manually maneuver the device right side up through the skin. There was no injury to the patient and the device was working fine and always did. It was reported that the surgeon did not feel the device caused the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.